Event description:
A ventilated pt with two vasopressors infusing via a baxter colleague 3/3 channel pump became pulseless, with no blood pressure. The pt was successfully resuscitated. Investigation revealed that the pump failed while in use.